Event description:
The patient received her scs system on (B)(6) 2007. On (B)(6) 2011, it was reported that the patient was experiencing pain at the ipg site. The patient reported that he had lost weight recently. The ipg was explanted and replaced with a smaller model on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.